Event description:
During a hand assisted partial nephrectomy procedure, the device went into continuous testing mode while being activated. Troubleshooting indicated that neither generator or handpiece were faulty. While still troubleshooting, the tip of the device broke off. There was no reported pt consequence.